Manufacturer narrative:
Evaluation results: one portex endotracheal tube was returned for investigation on 17-may-2019. The device was submerged in water in its entirety to detect for leaks. No bubbles or leaks were observed. The device was then inflated and allowed to sit for a period of 4 hours. The device was deflated at the end of this period. The device was then filled with colored water and the submersion test was repeated. After two hours of submersion, no droplets or leaks of any kind were observed. The investigation was therefore unable to confirm the customer's complaint. A defect related to the manufacturing process was not identified.

Event description:
Information was received that the cuff of a smiths medical endotracheal tube deflates in time, requiring replacement. The incident was reported as being resolved.